Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently treated by paramedics due to a blood glucose level below 20 mg/dl. Customer stated that he lost consciousness while at work, and was transported to the hospital. Customer had been off of the insulin pump for less than 48 hours at the time of the incident. The insulin pump was not replaced or returned for analysis.